Event description:
Product defect in manufacturing of the fastload cta dual syringe pack used in the empower cta and empower cta injector systems. Two of three packages had the locking lugs on the syringe broken off. One of three had the low pressure connecting y-tube blue cap crushed and torn off. These all occurred in the same lot number. None were used on any patients, however, the broken locking lugs on the syringes made them unusable. None of the other dual packs in stock with this lot number had the same defect. Attempts were made to duplicate the error by dropping the packages from 5 feet to the floor. There was no damage. Fastload cta dual syringe pack with spikes contains: 2x 200ml fastload syringes, 1 low pressure connecting t tube, 1 small spike and 1 large spike.